Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During recent follow-up, inhibition of pacing due to right ventricular (rv) lead noise was observed. The patient was asymptomatic so high voltage therapy was disabled and the patient will continue to be monitored. Previous fluoroscopic imaging indicated externalized conductors on the rv lead. Related manufacturer report number: 2017865-2012-01828.